Manufacturer narrative:
This event was originally reported in manufacturer report number 1119421-2019-01580. That was filed under the incorrect manufacturing location. This corrects that error in reporting. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), when pushing the lens in the cartridge the surgeon felt that something was not right. The lens was removed from the delivery system and it was found the haptic was broken. There was no reported patient impact. Additional information was requested.